Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('mine hurts couple of minutes like cramps') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and procedural pain ("mine hurts for second and saw mine as they were doing it"). The patient was treated with surgery (hysterectomy and both tubes are being removed). Essure was removed. At the time of the report, the abdominal pain lower and procedural pain outcome was unknown. The reporter considered abdominal pain lower and procedural pain to be related to essure. The reporter commented: as per social media report: "I am having hysterectomy and both tubes are being removed" (scheduled surgery). Concerning the injuries reported in this case, the following ones were reported via social media- abdominal pain lower, procedural pain . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received (social media): event abdominal pain lower has been updated to medically significant and serious incident as surgery provided. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.